Manufacturer narrative:
Investigation is pending.

Event description:
Customer obtained discrepant results with wholeblood edta samples for ckmb and tni on cardiac w45210 on 2 different pt samples when repeated. On 6/10, 1st pt sample: ckmb 1.6, 1.2; tni 0.17, <0.05 - 1st test at around 1:12 pm cst, repeat test on a new device at around 2 pm. Lab result not available. On 6/18, 2nd pt sample: ckmb 2.8, <1; tni 0.16, <0.05 - 1st test at around 10am cst, repeat test on a new device within 30 to 45 min. EKG: normal. Pt had a pain when someone pressed down on his shoulder, but no other major symptoms. Lab result was normal, tni = 0.